Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The wds was advanced to the laa, but the closure device required repositioning. Following recapture and redeployment of the closure device, the blood pressure of the patient dropped to 80/60 mmhg with a heart rate of 95-120 beats per minute (bpm). Intracardiac echocardiographic (ice) imaging was used to observe if a new pericardial effusion was present. A small pericardial effusion was identified, which was observed over a 20 minute timeframe. The closure device was successfully deployed in the laa. A contrast injection was performed, and no contrast was identified outside of the pericardial space. The blood pressure of the patient stabilized, and the pericardial effusion did not increase in size. Heparin was reversed. Two hours post procedure, the blood pressure of the patient dropped and a transesophageal echocardiography (tee) was performed. A growing pericardial effusion was identified. A pericardiocentesis was performed, and 410ml of blood was drained from the pericardial space. Tee showed the resolution of pericardial effusion following pericardiocentesis. The patient was transferred to the intensive care unit (ICU) for observation. The patient was doing well and was expected to be discharged in the following 24-48 hours post procedure.